Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 70% stenosed target lesion was located in the superficial femoral artery. A .035 zipwire was placed at the target lesion. During deployment of a 6x61x75 epic vascular stent delivery system (sds) the physician "jerked back" the system a little and the distal portion of the epic stent stretched. A bend was noted in the epic sds. After deployment, the epic stent "sling shot" and the proximal end was "bunched up". To complete the procedure, the epic stent was post dilated with a 4-2/5.3/75 ultra thin balloon catheter. The epic stent appeared a little short of the target lesion but the physician was satisfied with the position of the epic stent. No further actions were taken and the patient status was listed as ok. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).